Manufacturer narrative:
(B)(4). Batch # = l9359x. The analysis results of the el5ml device found that it was received in good condition and partially cycled. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated and (B)(4) clips inside the shaft. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A possible cause for the condition of the found separation of the feedbar connectors is actuating the device when the jaws are not clear from the trocar. Actuating the device with the jaws closed may cause the malformed clip and the force applied to the trigger while the jaws were closed may have cause the separation of the feedbar connectors. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips jammed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.